Event description:
It was reported that the customer had two calibration errors and a change sensor message. Customer stated they saw a big variance between sensor glucose vs blood glucose readings. Customer was advised not to calibrate if customer has already calibrated four times because this will slow down the process of the insulin pump reading. Replacement sensors will be sent to the customer. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.